Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep performed door alignment and adjusted door closed switch position. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not recognize the door closed "again" and when invalidate home was attempted, the motion calibration, it "went through afterwards would not work." Unable to calibrate motion. There was no patient involved.